Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. On 15-apr-2021 customer returned pump for an alleged low battery alert, off no power alarms. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No unexpected low battery alarm, off no power alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: scratched case, stained address/serial number label. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unit passed all required test. No charge/battery anomalies noted. Low battery, off no power alarms not confirmed.

Event description:
Medtronic received information that unexpected battery power loss, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.